Event description:
Patient reported left side moderate pain. Healthcare professional reported left side device removal "out of concern with the device" and "grade iii capsular contracture." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, a deformation, an observed 40-mm dark patch edge material inside the gel of the device and overweight device. Clouds and bubbles in the gel were observed after the autoclave cycle. It is noted that the device is overweight, however, a review of the weight reports generated during the manufacturing process was performed and all units were observed within specification. Therefore, the overweight observation during the additional analysis is not considered a workmanship. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of pain and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were pain, capsular contracture, baker grade iii, and patient concern with the product.

Event description:
Patient reported left side moderate pain. Healthcare professional reported left side device removal "out of concern with the device" and "grade iii capsular contracture." Device has been explanted.